Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a factory reset the user could not select ¿yes¿ to confirm drops on the touchscreen, while ¿no¿ remained selectable, resulting in a loop and inability to proceed; the screen was intact and the color changed on press but the selection did not register, consistent with a touchscreen responsiveness malfunction of the user interface component. Symptoms included no adverse clinical effects, with blood glucose reported at 150 mg/dl. Outcomes included a switch to backup therapy and continued cgm use. Investigation included remote troubleshooting, guidance to remove the cartridge, power cycling, and instructions to shut down the device and sync data, followed by replacement of the ilet and return of the original unit. Investigation of this device revealed a nonresponsive touchscreen behavior during a setup workflow, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction of the touchscreen interface without patient injury.